Event description:
The turbohawk device could not be removed from sheath had to pull sheath with device out. Investigation of the returned device found the distal tip assembly fully contained within the sheath. When the tip was examined the tip assembly was draped with translucent polymer ribbons. There were witness marks (cross-stripes) that would correspond to the ptfe liner of the guide sheath. It could not be determined if all pieces of the lining were accounted for.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.this MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. Additional correction.